Event description:
A site reported to rxsight that a light adjustable lens (lal, (B)(6), +9.0d) was implanted on (B)(6) 2024. The patient completed one adjustment treatment on (B)(6) 2025 and no lock in treatments before exposure to uv light from a tanning bed. The patient reported persistent blurry vision after the exposure. The lal was explanted on (B)(6) 2025 and a replacement lal (B)(6), +19.0d) was subsequently implanted.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d9, h3, h6, and h11. The lal was cut into multiple pieces during explantation and one haptic was missing. No device problem was found during visual inspection. No additional evaluation was performed due to the condition of the returned lens pieces. Manufacturer reference #: (B)(4).